Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon on a 3mm x 10cm powerflex pro percutaneous transluminal angioplasty (pta) balloon catheter ruptured at 10 atmospheres (atm). A non-cordis balloon was used to complete the procedure. There were no reported injuries to the patient. The device was being used to dilate a lower limb artery lesion. The target vessel was the superficial femoral artery (sfa), which exhibited severe calcification with 60% stenosis and no tortuosity. The device was stored and prepared according to the instructions for use (IFU). There were no difficulties removing the sterile packaging components or the protective balloon cover, and the device maintained negative pressure during preparation. The contrast to saline ratio was 1:1. The device was not placed in an acute bend, did not kink, was able to cross the lesion, and was removed easily and intact from the patient. The device will be returned for evaluation.